Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 27-mar-2025. The product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, irrigation and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis no damage or anomalies on the device. An irrigation test was performed and water leakage was observed. A microscopic examination of the hemostatic valve surface showed stress marks close to the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak issue reported by the customer was confirmed. The stress marks could be related to the incorrect insertion of the dilator into the sheath; this damage observed suggests that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with vizigo and the hemostatic valve leakage issue was observed. Leaking valve. Dilator was inserted straight forwarded. The vizigo sheath was replaced. No medical intervention necessary. No procedure delay due to the reported event. The procedure was successfully completed. No patient consequence. Additional information was received on 14-jan-2025. The specific section where the issue was observed was the hemostatic valve. The issue was leakage. Did not noticed any hemostatic valve dislodgement. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. Did not require treatment. No blood return was observed. No needle used in the sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo and a hemostatic valve leakage issue was observed. The product was returned to johnson & johnson medtech (j&j) for evaluation on 04-feb-2025. Visual inspection, irrigation and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis was no damage or anomalies on the device. An irrigation test was performed and water leakage was observed. A microscopic examination of the hemostatic valve surface showed stress marks close to the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak issue reported by the customer was confirmed. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. During additional review on 05-feb-2025, noted correction to the h6. Medical device problem code as processed in the 3500a initial as backflow (B)(6). It should have been processed as fluid leak (a050401). Therefore, processed accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).